Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker, was abandoned surgically, due to a jump in threshold and impedance. It is suspected that the lead has a break in the conductor. However, the lead was not tested to check for electrical continuity, during the revision procedure. It was noted that this pacemaker reached elective replacement indicator (eri), so the lead was replaced, when the pacemaker was replaced. No adverse patient effects were reported.